Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer failed, which resulted in the entire tower failing. The field service engineer (fse) found no drawer failure on the screen; however, the customer had reported that half height drawer 4.2 kept failing and the device was not detected on the bus. Rebooting the station temporarily resolved the issue. The pyxis bus control circuit board was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique device identifier (UDI) part analysis: according to work order (wo) (B)(4), the field service engineer (fse) replaced the module controller board from the half-height drawer 4.2 with success. During dchu visual inspection pcba pmc v1.0.6/v0.09bl hh (p/n (B)(4)) was received with no visual anomalies. The pmc board was testing using a digital multimeter revealing a malfunction diode (d501). The investigation did not continue due to the condition of the board. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause was a malfunctioning component (d501) on the pmc board. This malfunction led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was failed. As per part investigation, it was determined that malfunctioning of component (d501) on the pmc board led to circuit instability and ultimately compromised the drawer's functionality. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.